Event description:
It was reported that a bent pin on data point on pt's primary controller (hvad). He reports power ports are fine. He is currently getting data from the controller. He reports pt / parameters stable. FDA safety report ID# (B)(4).